Event description:
2 poly bags torn, 1 poly bags unclear information.

Manufacturer narrative:
Investigation summary: no samples were returned therefore the investigation was performed based on the photo(s) provided. Embecta was able to confirm the customer-indicated issue. This is the 5th complaint for the reported lot number. A review of the manufacturing records was performed and no non-conformances were raised in association with this type of event for this lot. Complaints received for this device and reported condition will continue to be tracked and trended. If samples are received in the future the complaint will be reopened for further investigation. CAPA pr00034 was opened in jul 2024 to address illegible/partial labeling on packaging.